Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. The product sample or additional supporting materials from the account was not available for this incident. Without a physical product sample, we are unable to perform any functional or visual testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter: occurred during a thoraco/lobectomy. The handle was being used to resect the left inferior and right upper lobe of the lung. The first firing on pulmonary parenchyma was successful. On the second firing, the surgeon tried to squeeze the handle but it was stiff and a cracking sound was heard. The stapler was still able to fire. The third through sixth firings on pulmonary parenchyma and vessels were successful. On the sixth firing, the device was applied to the pulmonary bronchus. The surgeon pressed the green button but the handle ran idle and could not be fired. To complete the procedure, another device was used successfully. The staples were overlapped at the crossing point of the first and the second firing. No patient injury or extension in surgical time. Patient status is no problem.